Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the armada 14 balloon catheter. The reported patient effect of embolism is listed in the armada 14 instruction for use as a known potential complication that may occur. Based on the case information, a conclusive cause for the reported patient effect(s) resulting in unexpected medical intervention, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.e1, e3.

Manufacturer narrative:
The device was discarded and will not return for analysis. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the right peroneal artery lesion. Pre-dilatation was successfully performed using armada catheters and a 4.0x18mm xience alpine stent was successfully implanted. Angioplasty was then performed using armada dilatation catheters in the dorsalis pedal artery with subtotal occlusion. Following use of armada (a2030-120, 0112541), a thrombus/embolism was observed in the proximal pedal artery, successfully treated with a thrombectomy. The event resolved without sequela. Reportedly, there was no device malfunction. No additional information was provided regarding this issue.